Event description:
Customer reported she experienced high blood glucose the night prior to the call. Blood glucose value was 583 mg/dl and when she woke up it was 160 or 140 mg/dl. Customer felt a little dizzy. Current blood glucose value is 79 mg/dl. Customer had already removed the infusion set and the cannula was not kinked or bent. During troubleshoot; it was stated the drive support cap is recessed. Time, date, basal rates and bolus wizard are set up correctly. She declined to perform the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-46236.